Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, the reported event was likely caused by inserting the subject device with excessive force. However, the root cause could not be determined. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿the perforation may be caused by inserting/withdrawing the insertion section with abrupt or excessive force regardless of the flexibility of the insertion section.¿ this supplemental report includes information added to d8. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device was returned to olympus. Upon inspection, no malfunction was observed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
An olympus representative reported to olympus that during a colonoscopy, there was difficulty moving the colonovideoscope forward; however, the physician kept pushing and perforation occurred. Another physician filled in to remove the scope and replaced it with another one. The perforation was closed using 12 clips, and the patient was admitted for additional necessary treatment. Additional information was received from the customer indicating that the patient was treated by symptom monitoring and unspecified medication according to the symptoms. No additional procedures were performed. The patient was discharged after a week.